Manufacturer narrative:
(B)(4).

Event description:
It was reported that increasing capture threshold and decrease in sensing was observed. Patient was asymptomatic. Lead dislodgement was suspected. Lead was capped and replaced on 03/04/2016 without complications. Patient was doing well at the end of the procedure.